Manufacturer narrative:
Investigation summary: in response to the event reported by the facility a device history review was conducted for lot number 2054843. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced foreign matter within the fluid path. The following information was provided by the initial reporter, translated from chinese: after the normal opening of the packaging, the nurse teacher found that there was a black unidentified dirt inside the syringe.